Event description:
Device malfunction: failure to deploy and difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the clip failed to deploy and the device was difficult to remove from the pt's artery. Hemostasis was achieved by an unspecified method. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.